Event description:
It was reported that, "study subject came into the clinic for her 4 year visit on (B)(6) 2012. Upon reviewing the radiograph, a possible infection was noted by the surgeon. Subject admitted she had recently been bitten by a dog. Labs were sent out. Lab results confirmed a deep joint infection. Pt returned to the clinic on (B)(6) 2012 and surgeon indicated that a revision was necessary, secondary to infection. Revision surgery then scheduled for (B)(6) 2012."

Manufacturer narrative:
The following other hip devices were also listed in this report: tritanium revision acetabular, cat# 509-02-56e, lot# w0rmmd; gap plate screws, cat# 2080-0040, lot# l29mhd; gap plate screws, cat# 2080-0025, lot# 3d8mhd; gap plate screws, cat# 2080-0030, lot# p1xmld. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. When completed, the eval summary will be submitted in a supplemental report.